Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart xl+ was unable to acquire ECG via pads. There was no reported negative patient impact as a heartstart mrx was used in the heartstartxl+'s place.